Event description:
It was reported that the pulse generator was interrogated and 12649 ams episodes and 13 noise related episodes were observed. Most of the egm's exhibited atrial noise. The noise could be reproduced with arm/shoulder movement. The physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.